Manufacturer narrative:
The reported events of inappropriate anti-tachycardia therapy, over sensing, and inadequate capture were not confirmed. Visual inspection of the lead found the helix to be fully extended and clogged with blood. The full helix extension length was normal. Visual and x-ray examinations did not find any anomalies except for procedural damage. Electrical testing was normal. No other anomalies were found.

Event description:
It was reported that patient presented to emergency department due to inappropriate shock. Upon review of remote episodes and interrogation, it was found that the right ventricular (rv) lead exhibited oversensing and crosstalk, leading to inappropriate shock. Programming changes were made initially to deactivate high voltage therapies. Then, it was found that the rv lead further exhibited elevated capture threshold. Fluoroscopy was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced successfully. Patient was stable.